Manufacturer narrative:
In the case description, the user mentioned that the pdm got hot during charging. A crack was observed on the lcd screen of the returned pdm. This crack did not impact lcd readability or touch functionality. The pdm was returned with the battery depleted. The charging cable and charging adapter were not returned with the pdm. The pdm was plugged in and allowed to charge using an insulet charging cable and insulet charging adapter. The temperature of the pdm was measured to not be out of specification during charging. The pdm was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the controller found the available engineering logs to start at 02/22/2023. Investigation of the engineering logs found the battery temperature to be within specification at all times from 02/22/2023 onward. The logs showed no evidence of temperature spikes or high battery temperatures. The pdm temperature was not measured to be out of specification during the pdm function tests. The pdm was exposed to temperatures of 45 degrees celsius in order to trigger a programmed pdm heat warning message and 55 degrees celsius to trigger a programmed pdm heat shut-off. Both messages were generated as expected. The device was found to function as intended.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery overheated and cracked screen while charging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.